Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The customer's reported issue (angulation issue) was confirmed during testing; the device's up/down directional knob had excess play due to a worn angle wire. Testing also showed the air/water nozzle was clogged and the water could not be fully removed from the channel as a result. The returned device was examined and the following issues were identified: the light guide lens was cracked; the scope cylinder was sheared; the scope connector screw was detached; and the adhesive on the bending section cover was chipped. Examination showed the following components had scratches: image guide protector; universal cord protector (on connector side and control section side); lock engagement lever; lock engagement knob; up/down knob; right/left knob; connector cover; flexibility adjustment ring; scope connector; switch button 1; scope connector; universal cord; hand grip; scope cylinder; control unit; switch box; and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis lucera elite colonovideoscope had reduced angulation. The device was returned to olympus medical for evaluation. During examination, foreign material was identified at the insertion tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.